Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pressure sensor was replaced due to error code 240.4150.0. The error code was then cleared, passed all tests and the device was returned to service. There was no patient involvement. Although requested, no further information was made available to date.